Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Blood glucose was 161 mg/dl. After troubleshooting with tandem technical support, customer declined to reload the cartridge and was satisfied with the current final estimate amount.